Manufacturer narrative:
Follow-up # 1 (09/11/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing; the was found to work properly with no faults found. The retain test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic when performing back to back blood glucose results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started "on or around the evening of (B)(6) 2012." The patient claimed that she obtained back to back blood glucose results of "307 and 330, 312 and 354, 356 and 253, and 355 and 257." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reported managing her diabetes with insulin (self adjuster) and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient told the cca that she developed symptoms of "blurred vision, fatigue, and dizziness" at an unspecified time after the alleged issue began. However, it is not known if the patient received medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site and correct testing procession and that the test strips were not being kept in a cracked/damaged vial. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue. In addition, the back to back blood glucose results of "355 and 257" and "356 and 253" exceed lfs's specifications for precision comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.